Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had a (B)(6) at the ipg site. As such, the patient underwent surgical intervention wherein the entire scs system was explanted. The patient was hospitalized for 48 hours as a precaution/observation. The patient was also prescribed a 4 week course of antibiotics to address the issue.

Event description:
Follow-up information revealed the patient's infection has resolved.